Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2010 and a suture was used. After the surgery, the surgeon noticed the tip of the needle broke off. An x-ray was done and the needle tip was not found. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Add'l information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch caz213, mfg date: 01/12/2010, exp date: 01/31/2015; batch cbz156, mfg date: 02/10/2010, exp date: 01/31/2015; batch cbz308, mfg date: 02/11/2010, exp date: 01/31/2015. Batch cbz803, mfg date: 02/16/2010, exp date: 01/31/2015. In addition, a review of the batch manufacturing records for batch caz213 was conducted and the batch met all finished goods release criteria.